Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 137 mg/dl. Customer declined tandem technical support's offer to perform a pump system check.